Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed but the button cap could not be closed. According to the complainant, another device was used to complete the procedure. (Unknown device). There were no pt complications reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
(Unable to close cap). Complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has not been returned. A device eval has not been performed; the cause of the reported malfunction is undetermined.